Event description:
Healthcare professional reported via nbir, left side capsular contracture, baker grade IV, rupture, infection, and correction of asymmetry. Device has been explanted.

Manufacturer narrative:
The events of capsular contracture and unspecified infection are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV, infection, and rupture.